Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing and no visible non-conformance's were found. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: g3: date updated.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 2: (B)(4). I also noticed that the surgeon using the clip applier (for the first time) tried to apply a clip, but no clip appeared. This happened twice. Patient status fine. Patient status: patient status fine. Intervention: ni.

Event description:
Procedure performed: laparoscopic cholcystectomy event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). I also noticed that the surgeon using the clip applier (for the first time) tried to apply a clip, but no clip appeared. This happened twice patient status: fine intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigaiton.